Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per the tandem user guide: "do not expose your pump to: x-ray, computed tomography (CT) scan, positron emission tomography (pet) scan, other exposure to radiation."

Event description:
It was reported that a malfunction alarm occurred after going thru a body scanner at the airport. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.